Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2018; 5076-52 lead; 5076-45 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.